Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.